Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy an atw35 was closed on tissue and wouldn't fire(it did not cut or staple). This happened on the first and only firing. A new atw35 was opened and the case was completed without incident. There was no consequence to the pt.